Event description:
Hospital originally reported that respiratory therapy discovered patient disconnected from ventilator with no alarms activated. Patient was found to be deceased at that time. After further discussions with the hospital, revealed that ventilator tubing was attached to the patient; however, tubing has become partially occluded by patient's own body weight. Hospital reports that ventilator did alarm and that alarm summoned respiratory therapy to room. Patient was a do not resuscitate and had multiple clinical events that the hospital medical staff believed contributed to patient's demise and not incident with ventilator.